Event description:
The patient reported uncomfortable stimulation and communication issues between the implant and the external equipment. Device evaluation was performed by a company representative. The issue was not confirmed. During a lead revision procedure, the surgeon decided to explant the ipg. Patient was implanted with a new advanced bionics spinal cord stimulator.